Event description:
At approximately 1:15pm a strong odor was noted coming from the reuse room. When the reuse cart was turned on a hose popped off and 1% formaldehyde sprayed everywhere the dialysis unit was evacuated with 6 employees and 2 pt's complaining of burning sensation in eyes, nose, throat. All were sent to the emergency room for evaluation and released. Local fire department responded to control formaldehyde spill.